Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the ECG failed during the self-test. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer only. Based on the information provided by the customer, the product malfunction was unable to be confirmed. The customer unplugged the ECG cable and rebooted the system, and the device was returned to service. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.